Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and was not able to duplicate any issue. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) EKG trigger will not pick up. There was no patient involvement.